Manufacturer narrative:
During our final investigation, it was discovered the initial MDR 1035166-2018-00062 report had failed submission. Based upon our findings, we have resubmitted this initial MDR report. The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Implanted leads and adapters - model: 4441 , serial: (B)(4), implant date: (B)(6) 2018, lead position: ra. Pg device - model: s606, serial: (B)(4), implant date: (B)(6) 2011, pg implant location: subcutaneous left side of body. Per permanent pacing lead final inspection procedure, leads are checked 100 percent for electrical function. The py instructions for use informs the user of possible complications that include: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also the IFU informs precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The lead in question has been in use for treatment and actively implanted for approximately 19 years. Since the lead remains implanted, it will not be returned for analysis and as a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this product for complaint trends. No further follow-up is required.

Event description:
It was reported that clinical observations were observed during routine follow up that included noise (details unknown), oversensing, pacing inhibition & no asystole (flatline) on the implanted right ventricle (rv) lead. It was reported that the patient is close to"eri" (elective replacement indicator). As per the reporter, eri is the battery measurement given when replacement is recommended with pulse generators (normal). Reporter's records show the lead is still listed as an active implant and it does not appear that a revision has occurred yet. No medical or surgical intervention has been reported for the issues with the rv lead.